Event description:
A radial edge was used for a diagnostic endoscopic lung biopsy. During the procedure, the arm of the forcep broke off inside of the pt's lung. A grasping forcep was used for removal of the fragment but pt stated to cough so this attempt was aborted. It is believed that the fragment was expelled by the pt but this information cannot be confirmed. Since nothing showed up on x-ray, there will be no further attempts at retrieval. The pt was given antibiotics and a saline flush was applied. If there are any fragments left in pt's lung, it is believed that these will be expectorated. The pt is reported to be doing fine.